Event description:
It was reported "the balloon cannot be fully inflated". Additional information states that the iab catheter was not removed. The customer also reports that the patient expired on 11/06. When asked additional infomation surrounding the cause and events prior to the patient's death, the customer was not able to provide any additional infomation.

Manufacturer narrative:
(B)(4). The reported complaint for "the balloon cannot be fully inflated" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "the balloon cannot be fully inflated". Additional information states that the iab catheter was not removed. The customer also reports that the patient expired on (B)(6). When asked additional information surrounding the cause and events prior to the patient's death, the customer was not able to provide any additional information.

Manufacturer narrative:
(B)(4).